Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. The customer stated the patient tested was symptomatic. There was no indication that results were reported out or any report of patient impact. Eua(B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 0289298. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the number provided. The reported issue was unable to be confirmed. The retention testing could not be tested as they are expired. Returned product testing could not be completed a samples are expired. There are no current trends against false positive results. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using a pcr test method and the result was negative. The customer stated the patient tested was symptomatic. There was no indication that results were reported out or any report of patient impact. (B)(4).